Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced severe dysphotopsias and starbursts and did not feel safe driving at night. The lens was explanted and replaced with a other company monofocal lens in a secondary procedure. The clinical reason for the explant was dysphotopsias. Additional information has been received as there was no further impact to the patient.